Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. It was alleged that the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/30/2017 with the following findings: a review of the black box showed a voltage drop leading to a call service 128 alarm. The battery compartment and cap fit securely. The pump base was cracked between the keypad and the case seal. The rewind, load, and prime steps were performed successfully. All currents were above specifications. No overheating was duplicated during the investigation. The temperature complaint was unable to be duplicated.